Event description:
It was reported that after pre-dilation with a non-guidant device, the physician implanted a vision 3.0x23. An attempt was made to post-dilate, but the stent delivery system (sds) would not pass because the strut was not dilated sufficiently. Then, post-dilatation was performed with a quantum maverick at 14 atm. After that, it was checked through ivus. It was confirmed that there was no problem on the dilation. Therefore, a final check was conducted through ivus and a dissection was found at the distal end of the vision. The dissection was treated with a vision 3.0x15. No additional information was available.